Manufacturer narrative:
Not applicable.

Event description:
Us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open skin / weeping.there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the skin irritation. Outcome of the irritation is unknown.